Event description:
It was reported that during an unknown procedure numerous clips did not close all the way and were falling off the tissue into the patient. The clips were removed from the patient. It is unknown how the case was completed. No patient consequences were reported. No other information was available. The device has been discarded.

Manufacturer narrative:
(B)(4).